Event description:
During a surgery performed on (B)(6) 2014, the surgeon found that the non-bifurcated section of the graft was shorter than usual. The surgery was completed by suturing a piece from another graft to the already implanted one. There was no patient injury reported.

Manufacturer narrative:
Note: all information contained in this report is provided by the manufacturer. Method and result: a review of the device history records, including final qc inspection records, indicated that the graft was processed and inspected according to procedures, including 100% length measurement per iso7198. No anomaly was found. Result and conclusion: all available information would tent to indicate that the device was not defective. However, as the possibility of an isolated operator error cannot be totally eliminated, an internal corrective action was initiated.